Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. The customer also indicated that the batteries only last 1 or 2 days. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed no power. Customer was advised that a new battery cap will be provided to them and to call back if the cap does not resolve the issues.